Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer observed that there were scratched on the device screen. The blood glucose reading was 154 mg/dl. Advised the replacement of the insulin pump; the customer stated that he did not want to have the insulin pump replaced. He also requested help with programming the transmitter into the insulin pump. Nothing further reported.